Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(4) 2009 and performed to specification, alongside random manual power ons, up to the (B)(4) 2011. The device failed multiple self-tests due to a low battery the data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between 12th january 2015 and the 23rd february 2015. The pad-pak was removed on several occasions. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There was only one ten minute time out recorded however the reported fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned as the device was switching on automatically.